Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The 2.50 x 24mm synergy xd drug eluting stent was advanced to treat the target lesion. During the procedure the distal part of the stent became damaged. The procedure was completed with a different device without injury to the patient.